Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. A cs 177 warning occurred due to normal battery use. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all current readings were within specification. The original "short battery life" complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method code:(B)(4).

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.